Manufacturer narrative:
(B)(4): visually inspected instrument for material / functional damage, wear, cracking, or fracture; no issue identified. Functional evaluation with sample cable found the sample cable was unable to be fully inserted through the instrument due to blockage. Disassembly of the instrument identified a length of cable blocking internal pathway. After blockage removal and re-assembly, functionally evaluated the instrument by inserting a sample cable and tightening to 60 lbs, per surgical technique specification limit; instrument tightened cable and achieved specified force without issue. The above observations identified cable pathway blockage which prevented proper operation of the instrument.

Event description:
It was reported that the cable tensioner would not tension properly during use in surgery to implant sub laminar cables. There were no patient complications.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.